Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, s/n (B)(6), used in treatment, was returned for evaluation. A relationship between the reported event and the device was established. A review of the patient case screenshots and associated log file provided by the customer confirms the reported problem of system timeout error. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to the product instructions for use ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. This failure is an identified failure mode within the risk assessment. Nothing was identified visually that contributed to the reported problem. The reported problem was confirmed. A kpc test was run and failed, as a drill critical error occurred. A case was run and the drill was unable to proceed past the connection screen due to a connection flicker. The reported problem was confirmed. The most likely cause of this event may be associated with the exposure motor of the drill. Further investigation into the reported failure is being conducted to determine if additional actions are required. All complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case(B)(4).

Event description:
It was reported that, the surgeon milled the anterior proximal tibia, used a saw to remove remaining bone, went back to mill remaining bone away and they received the system time out notification. They hit continue several times and they were unable to recover (case(B)(4)). They opened a new real intelligence robotic drill, calibrated, and advanced to tibial bone cut and immediately received the system time out message. They hit continue and the drill would not reset. They quit the case, rebooted the cori, tried to resume the case, plugged the drill in, and immediately received the system time out. When they hit quit, the drill connection green check was flickering. They rebooted the cori and tried connecting the drill again and received the same time out notification and flickering green check mark. The light above the connection on the console was blinking the whole time (case(B)(4)). The procedure was completed with manual instrumentation without significant delays (10-20 minutes). The patient was not harmed. Additionally, they rebooted the system, started a new case and bright drill would connect. The light about the connection was blinking for both drills. They rebooted the system again and left it sitting in the corner. At the end of the case, they could not disassemble one drill. They went to a drill diagnostic test, the drill connected fine and they could dissemble it. They went and started a new case at this point and both drills connected without issue. They did not try to calibrate as this was the end of the case and surgeon had removed pins and trackers.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, s/n (B)(6) , used in treatment, was returned for evaluation. A relationship between the reported event and the device was established. A review of the patient case screenshots and associated log file provided by the customer confirms the reported problem of system timeout error. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Refer to the product instructions for use ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. This failure is an identified failure mode within the risk assessment. Nothing was identified visually that contributed to the reported problem. The reported problem was confirmed. A kpc test was run and failed, as a drill critical error occurred. A case was run and the drill was unable to proceed past the connection screen due to a connection flicker. The reported problem was confirmed. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.